Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial ops note found no complications. The patient diagnosis flexion instability and patellofemoral impingement with lateral patellar facet arthritis. No infection noted but had developed progressive mid flexion instability with swelling and diffuse pain as well as anterolateral discomfort where a large portion of overhanging lateral patella was articulating with the lateral femoral condyle. Surgery was performed and mcl release. Large portion of patella was uncovered by the patellar poly was identified and had created a clear joint and site of articulation with the lateral femoral condyle. Soft tissue attachment dissected, lateral portion of patella resected. Osteophyte along the lateral border of the femoral condyle was partially articulating with this patellar segment removed. The articular surface was noted to wear and revised. No other complication was noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 9 years post implantation due to flexion instability, pain, and swelling. A release of the medial collateral ligament was performed to balance the varus-valgus stability. Arthritic osteophytes were removed from the lateral patellofemoral articulation where impingement and implant wear were noted. After dissection of soft tissue attachments and patellar resection, a new articular surface was placed to complete the procedure. Attempts have been made and no further information has been provided.